Event description:
It was reported that the anchor fractured, but it could be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor fractured, but it could be retrieved.

Manufacturer narrative:
The failure mode was confirmed based on the returned device. User error is the potential root cause. The fact that the cylindrical protrusion of the distal end of the reelx inserter ((B)(4)) is bent indicates that the force of the mallet acting on the inserter was not applied in a perpendicular fashion, which can lead to a breakage where the inserter and the nose cone meet since these two pieces are press fit together. The technique guide indicates that a 5mm biozip awl should be used to create a pilot hole before inserting the reelx anchor. The customer confirmed that the surgeon did create a pilot hole, which should have acted to guide the anchor in a predetermined perpendicular direction and limit lateral forces that stress the press fit between the nose cone and inserter. However, it is still possible that lateral forces were applied during insertion, which led to breakage of the anchor. This being the case, the most likely root cause is user error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.